Event description:
In 2006, the pt was surgically treated for an aortic aneurysm with five (5) gore excluder aaa endoprostheses. In 2007, the pt had a follow-up CT scan which measured the aneurysm sac at approximately 73.6 mm. In 2008, another follow-up CT scan measured the aneurysm sac at 86 mm. The physician is presently monitoring the pt.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Please note additional devices implanted: pxt281416/04612139, pxc201000/04656233, pxa280300/04579750 and pxc201200/04679865.